Event description:
Customer reported the insulin pump alarmed failed battery test and had a keypad anomaly. Customer's blood glucose was 137 mg/dl. Troubleshooting for failed battery test and keypad anomaly was performed. Customer stated, the act button sometimes does not work. Customer did not recall any significant events that may have caused the keypad issued but does wear the device in her bra and she sometimes sweats. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.